Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The returned pump did not reveal any device related issues. A non-textured solidified composition consistent with clotted blood, and post mortem deposition were noted in the pump. The surface of the blood tube and rotor were examined, and no defects or contamination was observed. The pump bearings also did not reveal any deposition or anomalies related to wear. The reported driveline infection could not be confirmed during functional testing of the returned device. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had an ongoing driveline infection, and the patient expired due to sepsis.